Manufacturer narrative:
Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove 3 non-functioning cardiac leads (rv and ra), an injury occurred. Reportedly, during attempts to extract the ra lead progression stalled in the superior vena cava (svc). The physician then switched to the rv ICD lead. As the physician lased through the svc/ra junction, the blood pressure began to drop. A bridge occlusion balloon was deployed to stabilize the patient in preparation for surgical intervention. A sternotomy was performed and the tear to the svc/ra was successfully repaired. The patient remained in the hospital but outcome was good.